Event description:
It was reported for the past 3-4 days the patient felt a zapping sensation at her implantable neurostimulator (ins) site. It was noted the patient was not sure if it was from mowing her grass because she was on a high setting and she was not sure if she bruised something internally. It was also noted the patient had bronchitis and she was unsure if the coughing started this. The patient had not turned off her device because she never does. It was noted the patient was still getting great therapy. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v759963, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information from the healthcare provider stated the patient had mini zap sensations with their device and it was reported the cause of the event was unknown and there were no abnormal impedances.